Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler serial number 2027, did not pipette the correct amount of lyse buffer in well positions b1 and c1 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the problem. Fse replaced all tip clamps. No death or serious injury was associated with this event.